Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, the angiography revealed 80% stenosis in the mid right coronary artery. The indication for the procedure was unstable angina pectoris. The lesion was described as 50mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 2.75 x 33mm cypher rx at 11atm. As a standard procedure, the stent was post-dilated with a 3 x 33mm balloon at 16atm. A second 3 x 33mm cypher rx was implanted overlapping distal to the initial stent at 12atm due to the initial stent did not fully cover the lesion. The stent was post-dilated with a 3 x 33mm balloon at 16atm as a standard procedure. Consequently, a third 3.5 x 13mm cypher rx was placed overlapping proximal to the initial stent at 16atm to fully cover the lesion. At screening and 6-12 hours post index, the patient's cardiac enzymes were reported to be normal, but the troponin I was 0.11 (0.03 ul) at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported no new major st-t abnormalities and no q waves. The elevated troponin I was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. There were no procedural complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, calcium, plavix, eptifibatide, ferrous sulfate, heparin, lisinopril, prilosec, and zocor. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, hypertension, history of smoking within 30 days, and stomach ulcers. At the time of index procedure, the angiography revealed 80% stenosis in the mid right coronary artery. The indication for the procedure was unstable angina pectoris. The lesion was described as 50mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 2.75 x 33mm cypher rx at 11atm. As a standard procedure, the stent was post-dilated with a 3 x 33mm balloon at 16atm. A second 3 x 33mm cypher rx was implanted overlapping distal to the initial stent at 12atm due to the initial stent did not fully cover the lesion. The stent was post-dilated with a 3 x 33mm balloon at 16atm as a standard procedure. Consequently, a third 3.5 x 13mm cypher rx was placed overlapping proximal to the initial stent at 16atm to fully cover the lesion. At screening and 6-12 hours post index, the patient's cardiac enzymes were reported to be normal, but the troponin I was 0.11 (0.03 ul) at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported no new major st-t abnormalities and no q waves. The site reported that the elevated enzymes were related to the new onset angina. However, the elevated troponin I was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. There were no procedural complications and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079446 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00393, 3003742446-2012-00394, and 3003742446-2012-00395.